Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was managed for a driveline infection starting on (B)(6)2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated on (B)(6) 2024 that the patient had streptococcus mitis bacteremia in 2022, methicillin-susceptible staphylococcus aureus (mssa) at the left ventricular assist device (lvad) driveline site infection in 2023 and in 2023 at which time they also had bacteremia. In addition to appropriate antibiotic courses for each infection, the patient also had lvad driveline site debridement in 2023. A computed tomography (CT) of the chest, abdomen, pelvis with contrast supported local driveline infection without an abscess, splenic infarct which raised concern for bacteremia, endocarditis and mediastinal lymphadenopathy which may have been reactive. The lvad driveline site culture revealed pan sensitive pseudomonas aeruginosa. Multiple blood cultures showed no growth to date.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.